Manufacturer narrative:
Follow-up # 1 ¿ (02/23/2015).the patient¿s meter has been returned on 2/6/2015 and evaluated by lifescan product analysis on 2/11/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 11/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio sync meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient manages his diabetes with novolog insulin and lantus insulin. It is not known if the patient made changes to his usual dose of medication at the time of the reported issue; however, on the following evening, the patient reportedly ¿increased and decreased the amount of novolog insulin¿ (amount not specified). About 20-30 minutes after the start of the alleged issue, the patient claimed he felt symptoms of thirsty and went to the bathroom frequently. No additional treatment as specified. The cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.